Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri), end of life (eol) and storage mode. The patient implanted with this device had not been seen for follow up since 2006. A change out procedure was planned. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted due to normal battery depletion.